Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression and the distal conductor had blood/body fluid (not obstructing). (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned from an unknown source for disposal. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post of the system. Follow up revealed the patient died of ventricular arrhythmia, cardiomyopathy, and coronary artery disease. The patient was seen in the cardiology clinic one month prior to death and the device function was normal.